Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the in-home health aid stated "we were told that his device recorded over 18000 instances where the device could have mis-fired". The patient visited the doctor and the device was reprogrammed and is still in use. No patient complications were reported as a result of this event.